Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was electrical leakage due to a shorted field-effect transistor, designator q14, on the analog pcb assembly. The excessive off current from q14 caused the depletion of the internal hybrid layer capacitor (hlc) batteries which prevented the device from powering on when prompted. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would not power on when prompted. There was no patient use associated with the reported event.